Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replaced digital drive board. System operates as expected continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221r; product ID: bi71000953r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that when attempting to hold the handle down to go forward, the system automatically wanted to go in reverse and quickly. Manufacturing representative (rep) reported that force had to be used when attempting to move the system forward. There was no patient involved.

Manufacturer narrative:
H2-3: the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue confirmed. Installed motion control printed circuit board assembly (pcba) in system. System booted and readied. 3.572vdc voltage measured across tp10 and tp23 and 2.254vdc across tp8 and tp23 confirm voltage drifted and drivability issues. Expecting voltages for both between 2.4vdc and 2.6vdc. Codes: b01, c02, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.